Event description:
It was reported that patient was presented in clinic after patient notifier was delivered for post-paced t-wave oversensing. Programming changes were made. Patient will be monitored with routine follow up.